Event description:
Pt reported the infusion device switched itself off 4 times and went through the self-check operations 4 times while attempting to fill the infusion set. Pt stated when the infusion device switched off, it started to signal the e11 (set not primed) and then the a2 (low battery) alert. Pt reported she replaced the battery although she had inserted a new one only 2 weeks prior. Pt stated after replacing the battery, the infusion device seems to work. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.